Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The patient was treated with unspecified antibiotics for the event. After a week, the patient was discharged from the hospital and reported to be recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896209 and gd896399 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).